Manufacturer narrative:
The gore® cardioform asd occluder instructions for use includes but is not limited to the following potential device or procedure-related adverse events associated with the use of the occluder: significant pleural or pericardial effusion requiring drainage, cardiac arrest.

Event description:
It was reported to gore a 37mm gore® cardioform asd occluder was selected to treat an atrial septal defect. The device was deployed three times to obtain the correct position. Following the positioning of the device the patients vital signs deteriorated rapidly, the device was removed, and chest compressions were initiated. Transthoracic echocardiogram showed a pericardial effusion and a pericardiocentesis was performed. The patient stabilized and was monitored overnight. The following day the defect was surgically closed. The physician reported there was ¿no obvious perforation seen.¿ the patient was reported to be doing well.